Event description:
It was reported that a user received a continuous glucose monitor pairing failure alert, then successfully re-paired the cgm after re-scanning, with the sensor entering its standard warmup. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed a transient connectivity pairing issue that resolved with re-scan, consistent with expected device behavior during sensor initialization. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or use-related factors associated with sensor warmup and device pairing that did not represent a device malfunction.